Event description:
Intuvie received a report indicating that the infusion pump failed a flow rate test at (B)(6); however, the specific test values are unknown. A review of the device¿s serial number history did not identify any prior similar complaints. The failure was confirmed, but the probable cause remains undetermined. No patient involvement was reported.

Manufacturer narrative:
Intuvie received a report indicating that the infusion pump failed a flow rate test at (B)(6); however, the specific test values are unknown. A review of the device¿s serial number history did not identify any prior similar complaints. The failure was confirmed, but the probable cause remains undetermined. CAPA- zm2023-07 was initiated to investigate the root cause for this failure mode. The occlusion failure was identified and corrected during servicing performed by a third-party service provider. Reference to complaint#: (B)(4).

Event description:
Intuvie received a report indicating that the infusion pump failed a flow rate test at mckesson; however, the specific test values are unknown.

Manufacturer narrative:
This correction MDR is being submitted to update previously reported information. The device was received by intuvie on january 20, 2026 and was available for evaluation. The device was evaluated as part of the manufacturer¿s investigation. During testing, the device was found to over-infuse by 7.61% during flow rate testing. While this represents a confirmed performance deviation, it does not meet the reporting threshold of ±15% and is therefore not considered a reportable malfunction. The medical device problem code has been updated accordingly. The device was repaired by replacement of the motor. Following replacement, the device met applicable flow rate performance specifications. The probable cause of the failure was determined to be component failure of the motor. Refer to (B)(4).